Event description:
A discordant result was obtained for thcg on a pt sample. The discordant result was reported to the physician. The physician requested a repeat on a new sample and the result of the new sample was processed on a second instrument. The result of the new sample was different than the result obtained from the first sample. The lab reran the original sample and the result supported the result obtained on the new sample. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant thcg results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discordant result was due to faulty bleach valves. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.